Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and caused bleeding. The surgeon applied another instrument and resected the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.